Event description:
The bonded check relief valve on the manifold failed after the doctor pulled a significant negative pressure. Blood was pulled into the manifold. This occurred midway through the procedure and to finish, they manipulated the manifold and roller clamp. In this occurrance no adverse effects to the patients were reported.